Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that 30 minutes following placement of a smiths medical portex® cuffed blue line ultra® tracheostomy tube a cuff leak was found. Subsequently a tracheostomy (trach) tube change out was performed with no reported adverse patient effects.

Manufacturer narrative:
Device evaluation: the device history record was reviewed for the reported lot number. The review showed no related observations identified to suggest the reported issue was observed during production. Two used devices were returned for evaluation. The first sample showed it had the flange cut off by a sharp tool; no problems with flange were reported by customer. The first sample was given functional testing to check for cuff leakage. The testing performed over 12 hours showed no loss of cuff volume. The reported issue could not be confirmed during testing for the first sample. The second sample showed no abnormalities. The sample was given functional testing to check for cuff leakage. The testing performed over 12 hours showed the device cuff had deflated, indicating a leak in the inflation system (cuff and pilot line). Further testing determined the leak source was a channel between the pilot balloon and valve. The investigation was unable to establish the cause of the leak identified. The manufacturing facility performed a review of reported inflation system leaks and did not identify any adverse trends.